Event description:
Pt reported obtaining back-to-back blood glucose results of 103 mg/dl and 585 mg/dl, while using the suspect device. Pt indicated that no action was taken based on the device results. No pt injury was reported and no treatment was rec'd. While on the line with techical support, a level-one qc test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.